Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had her device taken out 20 years ago because it did not work for her. No further information was provided.